Event description:
Boston scientific received information that following implant of this device, it was discovered that the leads were reversed in the device header. The patient was brought back to the operating room and a revision procedure was performed to correct the issue. No adverse patient effects were reported.

Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.